Event description:
A caller reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and the caller successfully completed the reset process, allowing them to start their sensor session without further error codes.